Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was interrogated, and impedances were checked and were normal. The patient was reprogrammed to better cover the new pain pattern. The overdischarge/charging issue was due to patient non-compliance. The rep rebooted the system and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was not charging and they clarified that they were not able to connect using their recharger to charge. During the call the patient attempted to start a recharge session and they described the reposition antenna screen. The patient then tried communicating with the patient programmer and described the poor communication screen. The patient stated that they first tried to connect and realized they couldn¿t ¿maybe a week ago¿. Patient services asked and the patient stated that they last recharged maybe a months before that. The patient was redirected to follow-up with their healthcare provider (hcp) to address a possible overdischarge. No symptoms were reported. The event occurred in (B)(6) 2020. No further complications were reported/anticipated. Additional information was received 2020-02-28. It was reported the battery was overdischarged and the patient rebooted battery. The patient complained of change in pain coverage. The patient states the battery takes a long time to charge and after hours the recharger itself gets hot, so he has to stop charging. No injury and no heat at battery site. The device does not hold a charge as long. The device has shut off on its own, but infrequently. There was noncompliance related to charging. The device was interrogated, and the impedances were checked and were normal. The patient was reprogrammed to better cover the new pain pattern. The issue was resolved. No further complications were reported/anticipated.